Event description:
A customer reported that during quadrant removal, there was a loss of irrigation. As a result, the anterior chamber collapsed multiple times before a system message was displayed. The surgery was completed on the same day, and the current condition of the patient is unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).